Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive, as the customer was unable to access certain buttons in the bolus menu. The customer's blood glucose was 156 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for alternate insulin therapy.